Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. They were unable to perform rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test, or verify prime/fill anomaly due to the compromised force sensor system alarm. The insulin pump had a bleeding lcd glass, a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker, and a stained address/serial label.

Event description:
The customer reported via phone call that insulin is squirting out during the manual prime process on the insulin pump. Customer stated that the pump has not been working for the past 2 weeks and she has been on manual injections since the issue started. Customer stated that when she attempts to fill tubing after a rewind, the pump squirts out insulin. Customer stated that she was not wearing the set. Customer stated that the connector was not wet and she does not have a reservoir in the pump. Customer reported that the pump screen is frozen. Troubleshooting was performed but the customer received a compromised force sensor system alarm during fill tubing. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.